Manufacturer narrative:
Film analysis summary: the reported endoleak seen during the laparotomy was confirmed; however, the exact source and cause could not be determined from the limited video returned. The anatomy at implant is unknown, and CT¿s/angiograms post-implant were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation prior to the laparotomy could not be performed. From the returned video this appears most likely to have been a type iiib fabric leak, possibly coming from a suture hole or a small fabric tear. The actual source/hole could not been clearly seen, and the root cause could not be determined. While is it possible that the observed blood leak seen in the video may have contributed to the reported aaa expansion, this leak may have been caused by the removal of the tissue/thrombus which may have been previously attached to the outside of the stent graft prior the laparotomy. This blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo, since the previously attached tissue/thrombus could have covered all the suture needle holes, and small fabric tears. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that the source of a potential endoleak and aaa expansion may have been from another endoleak location and/or endoleak type not observed during the laparotomy or seen in the short video. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT carried out on an unknown date two years after the procedure showed enlargement of the aneurysm diameter from 43*50 mm to 50*57mm. It was difficult to find out the cause of the enlarged aneurysm diameter on CT, therefore, a laparotomy was performed. A type iiib endoleak was observed at two positions on the leg of the main bifurcation. To treat the endoleak, the seam portion of the graft was sewn by the physician with several stitches and the proximal neck was banded with hemostatic tape from the outside. The endoleak was reported to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.